Manufacturer narrative:
Device evaluation: the report of hemolysis was confirmed based on the evaluation of (B)(4). Upon disassembly of the returned pump, examination of distal-side of the inlet stator and the blood tube/rotor inlet section revealed thin thrombus rings adhered to the inlet bearing ball and cup. The rings appeared to be in the early stages of laminated layering, which is an indication that they were likely present while the pump was in operation. The rings appeared to be similar in color and structure and were likely a single formation prior to disassembly. Examination of the proximal-side of the outlet stator revealed a non-laminated deposition situated in between outlet bearing ball and the stator blades. A similar deposition was found on one of the rotor blades. The structure of these depositions and lack of laminated layers suggests that they did not form in these locations. Although their origins and duration that they were present in these areas cannot be conclusively determined, the depositions had no areas of denaturing and the lack of contact marks on the rotor outlet section suggests that the depositions were not present in these areas while the pump was operating. If present for an extended period of time, the thrombus formations found in the pump would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device 10 months. The device was returned for analysis. The evaluation is not complete. The user facility number was not provided. The maude identifier is mw5058731. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was exchanged. No additional information was provided. Information was subsequently received via cdrh voluntary event report (foi for manufacturers) notification that stated: pt implanted with a vad device on (B)(6) 2015, called on (B)(6) 2015 to report urine discoloration. Came to hospital and was re-implanted with a new vad device. Device was sent back on MFR (thoratec/st/st jude medical) serial number (B)(4) for diagnostic testing. Thoratec lvas vad explanted. Additional information was requested but was not provided.